Event description:
It was reported that, the outside of the package read ez15-12-12 and the inside implant was actually an ez18-12-12. Both the 15 and 18 have the same lot number.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.